Event description:
It was reported that the drain bag was more rigid than what the patient had got in the past. The patient stated that the hose would twist and cause the catheter to come off.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag. Visual inspection of the sample noted that the rigid in the drain bag subside once the bag was fill 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the drain bag function as intended with no issues . Also noted attach (in house) catheter and the hose did not twist nor did the catheter come off. No root cause could be found because the reported event was unconfirmed. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the drain bag was more rigid than what the patient had got in the past. The patient stated that the hose would twist and cause the catheter to come off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.